Event description:
It was reported that on (B)(6) 2013 ventricular noise was observed on the egm. The patient was asymptomatic and was monitored. (B)(6) 2013 the patient presented to hospital due to fainting. Noise was confirmed witharm movement. On (B)(6) 2013 surgery was performed and an insulation anomaly was noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 12.8 cm to 13.5 cm from the connector pin, due to friction with device can. Electrical analysis revealed short circuit in the lead caused by a damaged inner insulation.